Event description:
When removing the turbohawk from patient to clean, the distal part of the device (the nose cone and cutter) pulled away from catheter. This did not cause harm to patient.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Device evaluation: the adaptor collar was separated from the distal edge of the torque shaft. The witness marks on the torque shaft indicate that the adaptor collar crimps were on the distal edge of torque shaft and would not be as secure as a typical crimp location (fully-seated in the collar cavity). The distal tip assembly and the torque shaft were secured by the drive shaft/ cutter head assembly.